Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer investigation results. Please see the updates in sections: d8, g3, h2, h4 h6 and h10. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The legal manufacturer reported that the root cause could not be determined. The unit was delivered to the customer on march 19, 2018. The lm reported that the most probable causes for the reported event is as follows: it was presumed that the cable was broken due to the user applying a load such as twisting to the cable part, causing the phenomenon that the image flickers or the image is not displayed. The legal manufacturer reviewed the contents of the instruction manual and confirmed a description of the reported event was included. The legal manufacturer reported that the reported event may have prevented by following the referenced the entry below. Do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Be careful not to twist the camera cable when it is coiled. The camera cable may be damaged. The cable can be coiled without twists by piling loops that are made by crossing the cable in front and back particularly. As a result of checking the device history record (DHR), it was confirmed that there were no manufacturing abnormalities, special hires, or variations.

Manufacturer narrative:
The camera head was returned for evaluation. The customer's complaint of "no image and interference on the display" was confirmed. The camera had no image on the screen and interference was observed when the camera head was moved. This was due to a fault within the cable. The cause of the damaged cable cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The customer reported during preparation for use, there was no picture on the display and just intermittent interference was observed. There was no patient injury reported.